Event description:
It was reported that the device was working well until 2009. The pt contacted the clinic for a check two months later. The ap was checked and the internal part was checked through revision surgery. Nothing was wrong. However, after revision surgery the pt was no longer able to hear with her device. So the surgeon decided to re-implant the pt. Re-implantation surgery took place the following month.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.